Manufacturer narrative:
Correction: h1 to n/a. Arthrex previously submitted this event as a reportable serious injury out of an abundance of caution. Upon further review, it has been determined that the event does not contain an allegation of an arthrex product, and does not meet the criteria of a reportable event under 21 cfr 803.

Event description:
On 7/8/2025, clindex notification was received indicating that a patient enrolled in a clinical study experienced a serious adverse event. The patient reported pain in the right hip region following a total hip replacement, with symptoms beginning on (B)(6) 2025 and resolving by (B)(6) 2025. Surgical intervention was performed, resulting in a revision of the right total hip arthroplasty. The event was assessed as not related to the product and was considered unexpected. The outcome was resolved.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.